Event description:
It was reported that the patient was in the clinic after getting alert notifications for ventricular sensing issues. It was noted that t-waves smaller than the max sensitivity threshold were being sensed in automatic ventricular sense tests. The patient and device will continue to be monitored.